Manufacturer narrative:
(B)(4). G2: foreign ¿ australia . The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately ten months post-implantation, the patient underwent a right hip revision due to dislocation. During surgery, the attempt to remove the liner from the cup was unsuccessful, so the liner and cup remained implanted and the decision was made to use a longer head. A new bearing and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided review of identified the following: a closed reduction for dislocation conducted. A dislocation occurred. A revision occurred where the attempt to remove liner and was unsuccessful. Radiographs review identified the following: dislocation of the femoral head and fractured proximal femoral cerclage wire. No signs of loosening. Ossific density in the region of the fracture proximal cerclage wire may represent a greater trochanter fracture. A definitive root cause cannot be determined. The complaint is confirmed based on the medical records and x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.